Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted in both cylinder bladders. These are both sites of leakage. The surfaces appeared to have a melted appearance, indicating contact with cauterizing instrumentation. Another separation was noted in the bladder of cylinder 2. This was a site of leakage. The surfaces of the separation appears to have uniform striations, indicating contact with sharp instrumentation. Three separations were noted in the reservoir bladder due to material degradation. These were all sites of leakage. Based on examination of the returned product, it was concluded that the separation noted in the reservoir bladder may have been a result of material degradation. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. As no implant date was provided, it is undetermined how long the device was implanted prior to the reported leakage. Material degradation may have occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was removed/replaced on (B)(6) 2021 due to leakage.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient was experiencing leakage so their device was explanted and replaced. No other adverse patient effects were reported.